Manufacturer narrative:
Sections with additional information as of 21-dec-2020. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user) note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time, product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for error message (e-2) accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling fuzzy, film over her eyes and pounding headache. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was not performed by the customer. Customer is not getting enough of blood. The test strip lot manufacturer¿s expiration date is 01/30/2022 and open vial date is 2 weeks ago. The meter memory was not reviewed for previous test result history.